Event description:
It was reported that the system 9600 would not "turn on" or initialize. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The at mother circuit board (cpu), hard disk drive, floppy disk drive, and the fast scan cable were replaced. The system was tested and found to be working as intended and placed back into service.